Event description:
The patient reported that after 8 days at the end of treatment, he is not satisfied; the results are not as expected, and also has a noticeable crossbyte. They also found that the lower central incisor on the right is loose and wiggles slightly when touched. Additionally, the u6 aligner has cracked. The patient's dentist recommended ceasing treatment in favor of traditional braces, as surgery may be necessary due to the current crossbite. As a result, treatment was discontinued, and the patient was refunded.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.